Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement after one day in service. A new lead was successfully implanted. No additional adverse patient effects were reported. The lead is expected to be returned.